Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose of 437 mg/dl of call. The customer's spouse stated that the high blood glucose started from 273 mg/dl. The customer's spouse stated that they treated the high blood glucose with the insulin pump. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse performed troubleshooting and found that there were found small air bubbles in the tubing. The customer's spouse also reported that the buttons were hard to press. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.